Event description:
The customer alleged a suspect positive cyclesure biological indicator (bi) after a completed cycle in the sterrad nx sterilizer. The bi was incubated for 18 hours and was the first cycle of the day. There were a total of six cycles processed that day. The customer only ran a bi in the first and fourth cycles. The fourth cycle was an advanced cycle and the bi result was negative. The bi was placed in the lower back of the chamber with the plastic side of the pouch facing up. All the loads included karl storz cameras and stryker batteries. The bi result of the previous load was negative. All the items were successfully recalled except for one karl storz camera which was already used on a patient. There is no report of harm or injury to the patient.

Manufacturer narrative:
Concomitant devices: karl storz camera - part and serial numbers unknown. Stryker batteries- part and serial numbers unknown. Sterrad nx - serial number unknown. (B)(4): suspect positive biological indicator. The customer was requested to return the remainder of the unused case from which the suspect positive bi was obtained, for further investigation. Any additional information obtained will be submitted in a supplemental medwatch report.